Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. However, as a result of turning on the pump, lec1870 was displayed, confirming that an error had occurred. As a result of checking the vent history log, it was confirmed that there was a record of error 1870 occurring on (B)(6) 2022. Replaced the faulty motor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured (B)(6) 2014, and is out of warranty. Therefore, no manufacturing DHR review is needed.

Event description:
It was reported that during the use of the product, the error message 1870 was displayed. This event was observed ten (10) minutes after the batteries had been loaded into the product. No patient injury was reported.